Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the involved loop electrode was disposed of postoperatively and is therefore no longer available for an examination.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are working properly. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the provided information, there are many possible causes for the reported event. Most likely, the loop electrode was subjected to excessive mechanical and/or electrical stress during the procedure and therefore it broke. Also, it is possible that the reusable electrode was damaged during reprocessing. Per the loop electrode's notes on use, the electrode must be protected from mechanical stress and checked for possible damage before use. Furthermore, the dielectric strength of the instrument must be observed. Finally, no conclusive determination could be made as to the exact cause of the reported issue. No trends have been identified and erbe USA, inc. Is now closing the file on this incident.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a hip tep. The esu was used with an erbe loop electrode (part number: 21191-043, lot number: information not provided). No information was provided regarding any of the other accessories used in the procedure. Also, the esu settings used were not provided. During the resection of the joint capsule, the loop electrode broke. A small part of the electrode was missing and presumably it is in the patient.